Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to device programming. The device was reprogrammed to resolve the event and the patient was stable with no consequences.